Event description:
It was reported that during degenerative case for implant of two level construct with posterior spinal fixation, the surgeon was unable to fully tighten the setscrews until break-off. Multiple setscrews were tried and the surgeon also worked on adjusting the rod bending without success. Finally, the fixed angle pedicle screw was removed and replaced. The surgery was completed with no further complications. There were no pt complications.

Manufacturer narrative:
(B) (4). The device has been returned to medtronic. Eval is in progress.